Manufacturer narrative:
Update to h6. After further investigation, it has been determined that the type of investigation included trend analysis and testing of the actual/suspect device. The investigation found no device problem. The investigation concluded that a device problem could not be detected. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Patient was placed on high blood pressure medication based on readings from a blood pressure monitor. The customer later suspected inaccurate readings, experienced panic attacks, and discontinued use. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Patient was placed on high blood pressure medication based on readings from a blood pressure monitor. The customer later suspected inaccurate readings, experienced panic attacks, and discontinued use.